Manufacturer narrative:
The event occurred on an unspecified date ¿last month.¿ the reported product is an unknown baxter titanium adapter. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unknown process step of peritoneal dialysis (pd) therapy, the titanium adapter disconnected from the transfer set. Subsequently, the patient reconnected the transfer set. The patient presented to the emergency room and was prescribed unspecified antibiotics. According to the reporter the patient was "fine, then 2 weeks ago," the patient presented to the pd clinic and the transfer set was changed. It was not reported if the titanium adapter was changed. Two days later, the patient experienced cloudy output. The patient outcome and action with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b1, b5, h1 and h10. B5 upon follow up it was reported the titanium adaptor was not changed; it was kept. Based on additional information received, the baxter titanium adapter was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.